Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer concern was verified. The pump displayed multiple entries in log which was all followed by loss of power. According to the investigation, no fault found during functional test; however, battery test proves high current draw from motor draining the batteries rather quickly. Service replace the pump motor to alleviate the high draw which will allow the unit to better detect when the batteries are draining to avoid random power loss and the error codes associated with it. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited "lec44510". No reported adverse effects.